Event description:
It has been reported to philips that an error message appeared that the shutters were not available and exposures were outside the area there was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (rse) inspected the system onsite and confirmed the indication of error message shutters not available exposures outside area. The fse reviewed log files and showed that intermittent communication, mechanical errors from collimator and motor jammed errors. Fse restarted the system several times. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.